Event description:
It was reported that the patient presented to a follow up and the device exhibited high current drain. The leads were programmed to normal outputs. The patient would be scheduled for a replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.